Event description:
It was reported that the patient was not getting adequate pain relief with the spinal cord stimulator (scs). The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7099833 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7073007 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 28303968 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).